Event description:
We purchased a set of (B)(6) toothbrushes for our (B)(6) year-old. The brush snapped in half, just from the stress of regular brushing. We tried a second one and the same thing happened. The piece that breaks off so easily could pose a choking hazard. (B)(6) toothbrushes, pack of four. Toothbrushes for very young children. Purchase date: 07/12/2019.